Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with anxiousness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the it was revealed the basal delivery totals in total daily dose did not match due to a cartridge change, the basal edit screen accessed, and the prime menu accessed. The basal history matched the active basal program settings. All bolus totals matched and all boluses were recorded as programmed. The blood glucose issue was potentially caused by a change in stress level, a change in physical activity without adjustments to insulin regimen, an incorrect manual calculation of dosage, and miscounting carbohydrates. The basal/temp basal settings were incorrectly programmed and the dosage recommended by the bolus calculator feature was overridden. The patient stated they are not sure what they are doing. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.